Manufacturer narrative:
Concomitant medical products: ddmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient potentially experienced atrio ventricular block. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient potentially experienced atrio ventricular block. It was further reported that intermittent capture was noted on the ra lead. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.